Event description:
It was reported that, during npwt, a pico 7 10cm x 20cm had all lights flashed also the patient was moving and would lose seal. The treatment was resumed with a new pico 7 10cm x 20cm. No patient injuries or other complications were reported. No further information is available

Manufacturer narrative:
As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed a small number of similar instances in the last 3 years. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device used for treatment was returned for analysis. The returned device went into a non recoverable error state on battery insertion. The data showed that the pump had run for just over a day and had detected a leak. It had then entered the error state during a phase when it is monitoring negative pressure and had detected out of range pressure. This confirmed a relationship between the event and the device. It was reported that during treatment the pump showed all lights flashing. The report also states that the patient was moving around and the dressing would lose seal. Probable root causes is that the patient's movement was preventing the pump from achieving a seal and this constant attempt to achieve a full seal has sent the pump into an error state. Once the pump enters this state, it must be replaced. This is a patient safety feature. The event has been anticipated within the risk file for the device as a low level risk. As no harm was reported a clinical assessment was not warranted. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the event. This guide provides comprehensive instructions of the operation, use and limitations of the device, including troubleshooting. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.